Manufacturer narrative:
The technician replaced the bed exit board to repair the bed.

Event description:
Information received indicates while performing preventive maintenance on the bed, the technician found the bed exit would not alarm.